Event description:
The customer reported a high blood glucose and ketones due to a bent cannula. The blood glucose was 502 mg/dl, but was lowered to 306 mg/dl after the customer treated with the insulin pump. The customer felt nauseous due to the high blood glucose and ketones. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.